Manufacturer narrative:
According to the customer, she applied the bandage to cover a "dog scratch" and when removing the bandage on 09/08/2024, her skin was "itching, had red welts, and it took part of the skin off". The customer reported she has a history of "adhesive sensitivity", and the reaction occurred where the adhesive was in contact with the skin. The customer reported she went to her physician the following day and was prescribed "ascend triamcinolone-acetonide cream". The customer reported the skin is now healed. The customer did not report any serious injury. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, she applied the bandage to cover a "dog scratch" and when removing the bandage on 09/08/2024, her skin was "itching, had red welts, and it took part of the skin off".